Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600650ce chronic catheter allegedly had a fracture and experienced fluid leak. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was not provided and a lot history review was not performed. The device and an x-ray have been returned for evaluation and review. Upon investigation, leak and crack on the lumen was confirmed. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman t/l catheter products that are cleared in the us. The product classification code for the hickman t/l catheter product is identified in d2. The device is labeled for single use. H10: g4, h6 (device : 1260) h11: b5, g1, h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review was not performed. The device and an x-ray have been returned for evaluation and review. The company is still investigating the issue at this time. The catalog number identified in section has not been cleared in the us, but is similar to the hickman t/l catheter products that are cleared in the us. The product classification code for the hickman t/l catheter product is identified. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600650ce chronic catheter allegedly experienced fluid leak. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.